Event description:
It was reported that during an unspecified procedure, resistance was encountered and the guide wire was noted to become "stiffer". The physician noted that there was resistance during advancement of the wire. Resistance was also noted while advancing an unspecified device over the guide wire. The physician felt this was due to the "coating was peeled off" of the guide wire. The procedure outcome is unk. No pt complications or injuries were reported and the pt status was noted as "good".

Manufacturer narrative:
Device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).